Manufacturer narrative:
(B)(4). Date of birth: the patient was born in (B)(6) 1938. Concomitant medical products: persona fixed bearing articular surface, catalog #: 42521400810, lot #: 62567169, persona posterior stabilized femoral, catalog #: 42500607002, lot #: 63272491, persona all polyethylene patella, catalog #: 42540000035, lot #: 63021684. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00449, 3007963827-2018-00087, 0002648920-2018-00450, 0002648920-2018-00451. Product location unknown.

Event description:
It was reported that the patient was revised to address a possible infection. Cultures were taken but had not grown from the sample. It was also reported that the patient was suffering from swelling, stiffness and effusion of the knee. The radiograph showed the femoral component had loosened and gone slightly into flexion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00449 - 1, 3007963827 - 2018 - 00087 - 1, 0002648920 - 2018 - 00450 - 1, 0002648920 - 2018 - 00451 - 1.

Event description:
No further event information available at the time of this report.